Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-38d, lot # 46583103, description: modular dual mobility insert. Cat # 1236-2-244, lot # 47731001, description restoration adm x3 ins. Cat # 6260-9-122, lot # 47051805, description: 22.2mm std lfit v40 head. Cat # 6721-0330, lot # 44375208, description: size 3 accolade ii 127 deg. Cat # 2030-6530-1, lot # mmn7m4, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6525-1, lot # mmhw8e, description: 6.5 cancellous bone screw 25mm. An event regarding pain involving an adm liner was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause, revision operative report (findings from surgery) and x-rays are needed to evaluate the event further. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similiar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
The surgeon implanted a right total hip on (B)(6) 2014. Patient was revised on (B)(6) 2015 due to pain. Surgeon changed shell, liner and head during revision.